Event description:
During laparoscopic salpingectomy, the olympus pk cutting forceps would not burn the tissue. The handpiece was replaced with another of the same lot number, with the same issue occurring. The surgeon then asked for a ligasure, with no further issues being noted.